Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead was capped and replaced. Technical services (ts) was consulted and noted that there was noise on the shock channel, as well as a drop in shock impedances within normal limits and a decrease in the r wave amplitudes. However, ts stated the reason for the lead revision and capping procedure was not determined. No additional adverse patient effects were reported.